Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer had blood glucose levels in range of 200¿s, 300¿s and 400¿s mg/dl. Customer was treated with insulin pump. Customer did not allege for under delivering. Customer had blood glucose level of 130 mg/dl. Customer declined to check air bubble and leak. Customer did not use the minimed 670g system customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot for insulin flow block alarm. Customer stated that the cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.